Event description:
The iab was inserted sheathless. Blood was observed in the helium tubing immediately after the console was turned on. The iab was exchanged. There were no reported patient complications.